Manufacturer narrative:
The device was received not deployed with the slide insert not visible in the top housing viewing window. Download data from the device displayed no alarm code but did show that the first priming sequence ended prematurely due to a rotational sensor malfunction, resulting in the completion of second prime without the needle deploying. The pod was successfully paired with a pdm, completed priming and the needle mechanism deployed normally during the rerun. A 5u bolus was successfully completed. During the rerun, rotational sensor errors were replicated. During investigation of the drive assembly, contamination was observed on the lines of contact between the commutator cap and the rotational sensor springs indicating the intended lines of contact were interrupted. This contamination contributed to the abnormal rotational sensor data that prevented the pod from deploying as intended.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not deploy. Pod not worn.